Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker's grade iii and "bilateral exchange of textured breast implants due to the patient¿s concern with the product". The device was explanted.

Event description:
Healthcare professional reported right side capsular contracture baker's grade iii and "bilateral exchange of textured breast implants due to the patient¿s concern with the product". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, brown particles, and broken edge on plug strap. Leak test was performed and no leakage was found. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a broken striated edge on plug strap due to surgical damage.